Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the asystole alarm and spo2 alarms did not trigger to alert of the patient condition. The patient required resuscitation.

Manufacturer narrative:
.Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #1218950-2019-02777 was submitted.